Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 10/23/2017 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue. This report is made based on results of investigation completed on 10/23/2017.